Event description:
It was reported that a cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman flx closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but it did not meet release criteria. The physician fully recaptured the closure device and noted that the laa was perforated. The perforation resulted in a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to remove the fluid from the patient. The patient was given protamine and heparin before being moved to the critical care unit for observation. The procedure was ended and no closure device was implanted in the patient. The patient recovered from these events and has since been discharged from the hospital.

Event description:
It was reported that a cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but it did not meet release criteria. The physician fully recaptured the closure device and noted that the laa was perforated. The perforation resulted in a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to remove the fluid from the patient. The patient was given protamine and heparin before being moved to the critical care unit for observation. The procedure was ended and no closure device was implanted in the patient. The patient recovered from these events and has since been discharged from the hospital.

Manufacturer narrative:
Device analysis: the returned product consisted of a 21mm watchman delivery system (wds) with the implant in the sheath and blood in the device. Analysis of the device included microscopic and visual examination. Inspection of the hub, sheath, tip, core wire and implant found numerous kinks in the sheath. There was tip damage as there were abrasions on the distal end of the sheath, and the tri-cuts were flared. The implant anchors were damaged, and the distal marker band was kinked. The tip damage and anchor damage are consistent with deploying the implant, and fully recapturing past the anchors in the anatomy. There was no other damage or defect found on the remainder of the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.